Event description:
A malfunction alarm identified as code malf 12 was reported by the customer. There was no reported impact on the customer¿s blood glucose level. The customer reset the pump with assistance from technical support, who provided pump reset information, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appears again.